Manufacturer narrative:
The complainant indicated that the device was not available for evaluation. However, the device history record was reviewed and it has been determined that the reported lot met all specifications and had no anomalies upon its release. The february 2007 15-month trend chart was reviewed for the radial jaw 3 biopsy forceps and no adverse trends were identified for this product family. This customer account has recently reported a total of 15 device malfunctions. These 15 malfunctions were spread over 3 manufactured lots, 3 event dates and 2 physicians. This medwatch report is pertinent to lot# 9323143. A total of 4 similar complaints have been received for this lot; all were reported by this customer. Over the past 12 months a total of 364 complaints have been received on the radial jaw 3. Of these, a total of 17 complaints were received that involved "tissue tearing"; of the 17 complaints, 15 were received by the customer reported herein. Based on this info, the most likely cause of the device malfunction is related to the user. The customer has indicated that all 15 devices involved were disposed. Therefore, the suspect device pertinent to this customer report will not be returned by the customer. Because the device will not be received by the MFR, a failure analysis is not available and we are unable to determine the relationship between the device and the cause of the reported event. Reference medwatch report #'s 6000150-2007-00020, 6000150-2007-00021, 6000150-2007-00023, 6000150-2007-00024, 6000150-2007-00025, 6000150-2007-00026, 6000150-2007-00027, 6000150-2007-00028, 6000150-2007-00029, 6000150-2007-00030, 6000150-2007-00031, 6000150-2007-00032, 6000150-2007-00033, 6000150-2007-00034.

Event description:
Note: this medwatch is for the 1st of a total of 15 complaints received by this customer. The complainant has reported that a patient (age & gender unknown) had undergone a biopsy procedure using a radial jaw 3 (rj3) biopsy forceps device. It was reported that during the procedure, the forceps' jaws did not open and close properly. The patient experienced minor bleeding due to "tearing" of the tissue by the device, however, no medical intervention was required. The procedure was successfully completed using another rj3 device. No further complications were reported as a result of this event.